Manufacturer narrative:
On 09/11/2020: received information from the customer regarding the identity of the lot number associated with the complaint and now pending laboratory testing of those retains. On 9/19/2020: testing of retain samples from the same lot was satisfactory. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report, received by aso on 08/19/2020 consumer stated that the product caused her to have an allergic reaction that lasted for a couple of days. On email received from consumer on 09/09/2020, she stated that the issue was with the tape area, she won't return the product yet as she will get an allergy test and needs it. She added sought medical attention and was prescribed antibiotics, prednisone, mupiroci and also had to get a tetanus shot. She stated symptoms stopped after medical treatment but that some scar still remains.